Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the patient received less fentanyl pain medication than expected. The fentanyl pca was initially programmed with a 40 mcg/hour basal rate and the demand dose was 25 mcg with a 15 minute lockout. At some point from when the initial programming occurred at 2218 on (B)(6) 2014 until 1500 on (B)(6) 2014 the basal rate stopped infusing. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.